Event description:
It was reported that during an unk procedure, patient experience bleeding post-op. Patient was taken back for reoperation to control bleeding. Original procedure done was a sleeve gastrectomy.

Manufacturer narrative:
(B)(4). Date sent: 11/20/2023. D4: batch#: unk. B3: exact event date unk, entered on (B)(6) 2023 as only the year was provided. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: how was the post-op bleeding identified? Unsure. How many days postoperative was the bleeding identified? Same day. What was the total estimated blood loss (ml)? Was a transfusion required? Yes. How was the bleeding addressed? Did not reoperate. What was the pre and postoperative anti-coagulant and pain management protocol? Unknown. Was the bleeding intraluminal or extraluminal? Unknown.